Manufacturer narrative:
The device and multi-function cable were returned to zoll medical corporation and the customer's reports were not replicated or confirmed. The device and cable were put through extensive testing including bench handling, power cycling, ECG functional stress testing, functional stress testing, defib cycle testing, keypad testing and physical manipulation of the multi-function cable without duplicating the report. The battery connection assembly was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence related to the customer's report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: drt. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device inappropriately shut down. Upon power up the device was then unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician disconnected and re-connected the multi-function cable to continue treating the patient. However, it may have caused a delay to treatment of the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.